Event description:
Baxter affiliate reports one incident of a blood leak at the interface of the blood port and luer lock connection with the psn 140 dialyzer and medisystems blood line. Treatment was stopped and blood was not returned to the patient with an unreported amount of blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per baxter affiliate.